Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced and confirmed at power up during evaluation. System error 105 was determined to be caused by a failed motor flex. The failed motor assembly, gears, and bearings were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.